Event description:
The device was used during an lar procedure. Reportedly, the needle tip broke off while passing through tissue. The tips were recovered. The hospital has reported no pt injury occurred.